Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the rt105 breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: the drop in pressure was found to be outside the product specifications. Leak testing revealed that the circuit had a leak between the water trap lid and the water trap bowl, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 091214. Conclusion: the water trap in the rt105 breathing circuit consists of a bowl that collects condensate and a lid that can be disconnected for the bowl to be emptied. All breathing circuits are pressure tested for leaks following manufacture and assembly and those that fail are rejected. This suggests the leak must have developed post-production, possibly during equipment set-up. A leak in the water trap will usually be detected by the ventilator alarm. Our user instructions that accompany the device specifies to the user to check that all connections are tight before use and to set the appropriate ventilator alarms. (B)(4).

Event description:
A distributor in (B)(4) reported to a fisher & paykel healthcare (fph) customer care specialist that the expiratory tube of an rt105 adult inspiratory-heated breathing circuit had a leak, which prevented the circuit from passing the pre-use leak test. This was noticed before patient use. No patient consequence was reported.